Manufacturer narrative:
Investigation results: the visual inspection of the short port found no non-conformities. The balloon was inflated with 25 cc of air. The balloon inflated properly, but upon the removal of the syringe, the valve backed out of the luer fitting. Although the balloon did not immediately deflate, the movement of the valve is an indication of a malfunction. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode.

Event description:
The hospital reported that during a procedure, two physician's assistants stated that the black valve inside the hemopro btt balloon inflation port fell out. They put the valve back in and were able to inflate the balloon in order to complete the procedure. There were no negative outcomes caused to the patient or the case.